Manufacturer narrative:
Vyaire complaint #: (B)(4). Field service rep (fsr) evaluation: a vyaire field service representative (fsr) evaluated the device onsite and verified the issue. Fsr found that the diaphragm was not installed properly. They adjusted the diaphragm and it worked fine. The field service representative confirmed the ventilator met all vyaire manufacturer specifications.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced low volume issue. There is unknown patient involvement on the event.